Event description:
It was reported that during a da vinci-assisted surgical procedure, user could not control the fenestrated bipolar forceps instrument's jaws. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the instrument had no counterforce, so there was no tension when it pulled on the tissue, causing the tissue to come loose. The issue occurred with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate the instrument. There was shakiness observed. The reporter confirmed that the issue was persistent. There was no instrument-to-instrument or system arm-to-arm interference.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The provided video was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: in the video, someone manually manipulating the distal end of the fenestrated bipolar instrument. From the video the fae was unable to confirm the allegation that ¿the head of the instrument is not controlled.¿ if not done so already, the fae recommend the instrument be returned to isi via RMA for further evaluation. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the video review. A review of the submitted image was performed by isi. The images were blurry, and the instrument tip was covered with a tip cover. No conclusive determination can be made based on this analysis. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the proximal end. There was no damage to the adjacent components. As a result, the instrument had imprecise motion. Additional findings related to customer reported complaint: the instrument exhibited imprecise motion when the master tool manipulators (mtm) s was manipulated. A visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.